Event description:
The fabric was implanted for a carotid endarterectomy procedure. When the vessel was declamped, the patch leaked blood (quantity unknown). The bleeding was stopped by patching the patch. The patch was left in. The pt's condition is fine - no further complications.